Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through multiple attempts to turn on and charge pump, confirmed use of proper charging equipment and outlets, advised caller to ensure usb was inserted correctly to prevent further damage, and arranged for pump replacement. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.